Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), a tiny piece of plastic was noticed on the lens. Reportedly, the particle was removed and the lens remains implanted in the patient's eye. The doctor has requested an inspection of the injector (cartridge), suggesting that the cartridge was the source of the plastic. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/09/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the cartridge tip was broken. No viscoelastic residue was observed in the cartridge. The condition of the sample is typical of a cartridge that was broken by the handpiece. No debris or particles were observed in the cartridge. The customer's reported complaint could not be verified; however due to the condition of the returned cartridge the customer's reported complaint for piece of plastic on the lens, could be related to the broken cartridge. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.